Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor was unavailable for use due to power concerns. On the day of the event the blood glucose device did not have power, and the user was unable to test their blood glucose. The user corrected his blood glucose without measuring because the device did not have power. The type and the amount of medication taken as a correction was unknown. As a result of the correction, the user experienced hypoglycemia and tremors. The mother went and borrowed the neighbor's meter and tested the customer's blood glucose level and the result was 70 mg/dl. The mother treated the user with a coca-cola and he recovered at home.